Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited over-sensing crosstalk. Programming changes were made on the device. Patient was stable.